Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose levels have been high. The blood glucose reading is 120 mg/dl. Customer stated that she feels tired. The blood glucose reading at the time of the event was 359 mg/dl. Hospital treated with manual injection. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.